Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the balloon on the advance 18 lp low profile balloon catheter was inflated less than nominal pressure for the balloon angioplasty and it burst upon the first inflation at 6 atm (atmospheres). The patient's vessel was also noted to be calcified. Another device was used to complete the procedure. There were no reported serious injuries to the patient as a result of the product problem.